Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to intermittently obtain spo2 and pulse rate readings. Internal inspection revealed damaged glue and cracked solder observed at fb1 on flex circuit cable. The flex circuit cable was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the signal cuts out if patient cable connector is moved. No consequences or impact to patient were reported.